Event description:
Additional information received reported that the cause of the event was unknown and there were no abnormal impedance measurements. It was noted that there was an unknown ins issue. The patient met with a manufacturer representative and the device was reprogrammed on (B)(6) 2013. It was reported that the patient did not require hospitalization and there was no injury to the patient. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7434a, serial# (B)(4). Product type: programmer, patient: product ID 3487mes, lot# n23784, implanted: (B)(6) 1999. Product type: lead. (B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation sensation and therapeutic effect. The patient reported dancing the previous night, but nothing unusual happened. Since the previous night the patient's headache had returned. It was stated that the patient usually feels stimulation if it's on, but she was not feeling anything even when she tried to increase stimulation. It was noted that the lights on the programmer confirmed that the implantable neurostimulator (ins) was on and the battery was "good." All the lights were green. There was no known accident or incident related to the event. Further information has been requested. If more information is received, a follow up report will be sent.